Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. The instrument was found to have a broken proximal clevis at the ears of the clevis. The broken piece was returned, measuring roughly 0.50mm x 0.82mm in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The clevis was completely detached from the instrument. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that during central processing, the plastic of the permanent cautery hook instrument was broken at the tip. There was no report of patient involvement or patient injury.